Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed via picture. The anchor is bent/broken. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
It was reported that during a rotator cuff repair after the 5.5mm corkscrew punch created the tunnel in the humeral head, the surgeon was placing the corkscrew through the cannula to find the tunnel. Once the corkscrew was placed by the tunnel ready for implantation the tip of the corkscrew split. It was further reported that the screw was still connected at one point. The surgeon was able to removed the screw and finished the surgery successfully with a new device with the same part number. The surgeon reported that there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.